Manufacturer narrative:
Additional information was received on october 18, 2016. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmers reference number of this file is (B)(4).

Event description:
It has now been reported that the right hip was affected.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown hip stem implant on an unknown date. The patient underwent a revision surgery on an unknown date due enterococcus faecalis infection.

Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted an alloclassic, sl stem, offset, uncemented, 4, taper 12/14 on (B)(6) 2016 and was revised on (B)(6), 2016.

Manufacturer narrative:
Update: model #/lot #, date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. The device has been requested but not returned by hospital. Trend analysis: no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it is reported that the patient underwent a total hip replacement on (B)(6) 2016 and was revised on (B)(6) 2016 due to infection and enterococcus faecalis. Four complaints from the same hospital "(B)(6)" were opened for revision due to infection and enterococcus faecalis: (B)(4). Review of received data: - eight (8) x-rays were provided for investigation. Four (4) x-rays show the preoperative situation and the preoperative surgical planning with an alloclassic zweymüller slo stem. 4 x-rays show the right hip of the patient once the hip replacement is performed. Nothing conspicuous with regards to the reported patient infection can be noted on the x-rays. No surgical notes were provided. No product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - the irradiation and eto sterilization certificate of the affected lots have been reviewed and found to be according to specification. - no further complaint regarding infection has been reported for the product lot numbers affected in the complaint. Root cause analysis: the gamma sterilization specification of the device and eto sterilization specification certifies the suitability of sterilization. The irradiation certificate and eto processing certificate of the affected lots have been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for these product reference numbers. Additionally, no further complaint regarding infection has been reported for the product lot numbers affected in the complaint. Therefore, it is highly unlikely that a disadvantageous product or packaging design favored or contributed to the infection. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Additionally, it is stated that "before sterile implants are removed from their packaging, the protective wrapping must be examined for possible damage as this could jeopardize their sterility." And "if the packaging is damaged or the sterility expiration date has been reached, the implants must be returned to the manufacturer.". It has to be noted that 4 complaints from the same hospital "(B)(6)" were opened for revision due to infection and enterococcus faecalis. All implantation surgeries were performed between mar 30, 2016 and july 17, 2016. All the products implanted in the 4 patients have different lots as well as have been sterilized in different lots. Therefore, it is highly unlikely that the products favored or contributed to the infection. Improper transport, storage and handling of the component could have compromised the sterilization of the products. However, transport, storage and handling of the components is outside of zimmer biomet control. To further investigate the issue, the order date of the products to the hospital were checked and were found to be ranging from jan 14, 2016 to jun 9, 2016 and there is no contemporary order for at least one product of the 4 complaints. This could suggest that until the arrival to the hospital the products involved in the 4 complaints had no coincident steps and that potentially something with storage and/or handling of the components outside of zimmer biomet control could have contributed to the reported patient infection with enterococcus faecalis. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).